Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during lead implant high, out of range pacing lead impedance was observed. The lead was not used. The patient was in stable condition.